Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. The issue was resolved by the customer. It is unknown what resolved the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.